Event description:
A 20 gauge insyte autoguard device was inserted and when nurse pushed the activation button the was a delayed response with the needle retracting. The nurse sustained a needle stick to their right thumb.